Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had displayable history crc check failed on startup while running self test. The customer¿s blood glucose was 83 mg/dl at the time of incident. The customer state that insulin pump had external ram crc error and customer was able to clear the alarm and able to rewind the insulin pump. The insulin pump will not be returned for analysis.